Event description:
It was reported the device did not capture, and there was no output. Additional information was later received from the biomed that the nursing staff was trying to set-up the unit on a patient when the event occurred. It was not yet in full operation. The device was changed out for a different one. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis could not confirm the reported event. The device passed testing, with no electrical anomalies found. The knobs were found to function properly, but they were contaminated, so they were replaced.

Event description:
Asku